Event description:
The procedure in which the angio-seal was deployed was on (B)(6) 2017. On (B)(6) 2017, additional information stated that soft tissue analysis revealed a benign lymph node, and acute hemorrhage as well as an area of histiocyte aggregates and hemosiderin. It was reported this was consistent with a more remote hemorrhage, possibly related to the remote procedure or injury.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
The patient presented to the hospital with a high risk nstemi. A 6f angio-seal vip device was deployed post-procedure. Approximately 12 hours post-procedure, the patient suffered a massive bleed and was found hypotensive with a large hematoma. The patient was sent to the or to resolve the bleed. It was reported the physician believed the bleed was a result of angio-seal failure.

Manufacturer narrative:
(B)(4).

Event description:
The patient received a blood transfusion. The patient became deceased on (B)(6) 2017.